Manufacturer narrative:
Mts performed antibody screen on the provue using the sample returned by the customer and retain cards from mts anti-igg card lot #122204001-25 and screening cell lot #8ss342. Negative reactivity was noted with all the screen cells. Mts confirmed the customer's observation. Testing performed in manual gel using a different lot of gel card and lot #122204001-25 showed negative reactivity with cells #2 and #3 (both homozygous for the c antigen) of screen cell lot 8ss342. Labeling cautions the user as follows: optimal reaction conditions may vary across antibody specifities. No single test method will detect all antibodies. In some low ionic strength test system, certain antibodies such as anti-e and anti-k have been reported to be nonreactive. Fals positive or false netative test results can occur from bacterial or chemical contamination of test materials, inadequate incubation time or temperature, improper centrifugation, improper storage of materials, or omission of test samples. A potentially clinically significant antibody could not be identified. If this were to reoccur without mitigation a patient could potentially receive antigen positive blood. The likelihood of serious injury is not remote. Based on the information provided by the customer and the results of the investigation, mts could not rule out the patient's sample, the ocd 0.8% surgiscreen lot #8ss342 and the provue as contributing factors. The gel card performed as expected.

Event description:
The ortho provue analzyer did not detect a very weak anti-c during antibody screening with mts anti-lgg gel card lot #122204001-25 (exp. 22 nov 05) and 0.8% screening cells lot#8ss342 (exp. 6/28/2005).